Event description:
It was reported that patient¿s implantable neurostimulator ins "flipped out" turned sideways in (B)(6) 2014 .the patient stated that surgeon tacked the ins down and moved it up in her body, when device was implanted (B)(6) 2014. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. (B)(4).